Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports rupture. The device has been explanted and replaced with a non allergan device. This record relates to the right side.

Manufacturer narrative:
Visual/photo analysis: visual analysis of the photographs identified the device was broken shell and red encapsulation. Unable to confirm whether the device is received complete. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported, right-side rupture. The device has been explanted and replaced with a non-allergan device.